Event description:
A health care professional reported an adhesive foam dressing was applied to an unspecified wound on the patient's lower left tibia. The dressing was reportedly changed twice per week. Sometime after application, the patient developed "serious redness (and peeling skin". The patient has discontinued use of the dressing. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).